Event description:
On an unknown date a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in 2023. On 08 may2025, it was reported that during a stoma check, a resolution of a previously reported secretions was noted and peristomal erythema persisted. A local swab was performed, which revealed an unspecified fungal infection that was treated with 150mg of dalacin for one week. On an unknown date, the infection resolved.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.